Event description:
Healthcare professional reported "rupture," and pain. This record is for the left side. Device has explanted.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "pain". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture," and pain. This record is for the left side. Device has explanted.

Event description:
Healthcare professional reported "rupture," and pain. This record is for the left side. Device has explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/26/2024.